Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/17/2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The fse recommended that the customer replace the flow sensor assembly and discussed the installation process. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the unit failed air flow accuracy testing (at 120 was flow at 139). There was no patient involvement.